Manufacturer narrative:
Evaluation completed. One opened bl5612 pouch from lot v9239 was returned. The expiration date on the label was 2018-10-08. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cuter would not cut. No medical intervention required.